Event description:
Removal of endosseous dental implants. Two implants were placed in sites #12 and #13 (class ii bone) during a routine procedure. The implant was removed on 4/15/97. Clinician reports that the failure was due to premature loading from pressure from the temporary bridge.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.